Event description:
On 1/14/2008, surgical technician emailed cardinal health that she had developed skin irritation on nose, mouth, and chin. The irritation presented as pimples, and progressed to swelling, lesions, pain, and scarring. She stated it was determined that she had fiberglass fibers embedded in her skin, and that these fibers would come out from the rims of the sores/lesions. She missed approximately one month of work. Her symptoms started in 2006. She saw a dermatologist in 2007 who prescribed doxycycline and sulfacetamide sodium topical suspension, which was used for two months. She is now using hypoallergic masks.

Manufacturer narrative:
No sample was returned by the customer. Fiberglass is not present in any of the raw materials used to construct the mask, nor is it introduced during the manufacturing process. We will continue to monitor for complaints of this nature. Add'l lot#: 07lah317, expiration date: 11/2012, device MFR date: 11/2007.